Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event. The reporter stated that the patient had a blood glucose of 25 mmol/l with symptoms of fatigue, nausea, and a headache. The patient did not receive any treatment above and beyond the normal course of diabetes management. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that there were air bubbles present in the cartridge. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of air bubbles being present.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-aug-2018 with the following findings: a visual inspection of the cartridge was performed with no damage or defects noted. A force test, fill test, and leak test were performed and no failures were observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.